Event description:
It was reported that the ventricular lead exhibited varying thresholds and had dislodged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.